Manufacturer narrative:
Investigation has been completed. Based on totality of testing (release testing, control recovery, additional sample testing, comparison with newer lot of the reagent), we conclude that the lab feedback during test assessments likely related to the analyzer issues, as the customer indicated in their initial feedback. Work with factory-trained engineer is ongoing at the specified lab. Only when the instrument is validated and released using a check-off list, reagent on-boarding tests can proceed and has been communicated with the site lab director. Risk was determined to be low as the lab is not live and not reporting patient results with diazyme sars-cov-2 igm clia kits. The feedback is during test assessment. Risk was also assessed as low based on retained testing performance to spec, no other incident reported for igm lot and intended use is not for diagnostic use. Retained testing of diazyme sars-cov-2 igm clia kit lot 2712000801 confirms reagent lot performance is to spec. Peer reviewed studies have demonstrated that the diazyme, serology assays have similar clinical performance (sensitivity ppa, specificity npa ) as reported in eua submission. Lastly, the diazyme sars-cov2- igm test is not a diagnostic test per eua and should only be used to understand immune response, therefore, risk is low in patient clinical management. It is known that the ppa and npa with different methods shall vary and that overall ppv goes up if two different methods are used together as the methods may use differing epitopes.

Event description:
Lab was concerned that test performance of diazyme sars-cov-2 igg/igm assays were not correlating to their in-house developed ldt assay/commercial assay when performing assay evaluation. The lab is not testing and reporting patient samples. This MDR 30 day report is late because of confusion about re portability of all alleged false result for an eua device. We have been in communication with and provided ai to dr (B)(6), division of chemistry and toxicology devices, (B)(6) who was following up. Diazyme was made aware of mw5098674 via a letter received on 1/18/2021 from medwatch. Mw5098674 feedback resembles tech support case from (B)(6) medical center received via email on 12/18/2020 by dr. (B)(6). The feedback was mainly about diazyme sars-cov2 igg assay assessment. While conducting an unrelated interference research study with a different serological test under diazyme development, the lab was interested in evaluating the diazyme sars-cov2 igg assay. However, the lab reported issues with test on-board validation and instrument functionality using diazyme sars-cov-2 igg lot 2722000801. The lab was concerned that test performance was not correlating to their in-house developed ldt assay and with the diasorin assay. Lab reported lack of correlation with samples and validation test results with 5 samples, where the diazyme test was unreactive for 2 out of 5 samples. It is not known if these are true samples or contrived samples. On a tech support call, lab also mentioned concern with igm clia kit lot 2712001001 although specific information was not available. Diazyme communicated to the lab that the instrument settings, in particular dilution and wash steps, need to be verified with controls and panel samples before testing unknown samples. The diazyme sars-cov-2 eua assays can only be used with the closed system chemiluminescence instrument dz-lite 3000 plus.